Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows an atrial arrhythmia in progress and oversensed noise was observed on both the atrial and ventricular channels. The episode is suspected to be electromagnetic interference (emi). Further review was recommended. The device remains in service and no adverse patient effects were reported.